Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead (B)(4).

Event description:
The patient's daughter reported the patient needed a representative to come help with charging. The patient was dying of severe double pneumonia in the intense care unit (ICU). The patient was having heart complications because of pain. The patient was screaming in pain. The patient's daughter noted that the pain started when the device ran out of juice and the stimulator stopped working. It was unknown when the patient last charged. It was noted that the nurse called nurse assistants but no one came to help yet. The patient's daughter stated a representative came and checked the patient's stimulator but took them 2 days to get there. The patient was in so much pain and her legs were curled up. They turned the stimulator off. The patient's daughter noted that there was just a lot going in now and they didn't have answers. The patient was intubated and on fentanyl and propofol drip at the present time. A CT scan was done in the morning to determine if the patient had a stroke. They had done blood cultures but didn't have the results yet. The lung cultures showed yeast and she was on couple antibiotics. The patient was not really responding. When they tried to wean off the drugs to see if she can breathe on her own, she was not trying. Her eyes looked like she was not there. The patient's daughter was not sure how far they will go. The indication for use was spinal pain. If additional information is received, a follow up will be sent.